Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: rvdr01 implantable pulse generator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had loss of capture and intermittent sensing. The device was programmed to air mode and the lead remains implanted. No patient complications have been reported as a result of this event.